Event description:
It was reported that after a da vinci-assisted benign hysterectomy procedure, the patient returned to the hospital, experiencing bowel distention, and required a subsequent procedure. The initial robotic procedure was successfully completed with no report of an instrument failure or malfunction. Post-operatively, the patient returned to the hospital with bowel distention. The surgeon initially suspected a possible bowel injury occurred during instrument insertion or removal, which was done without direct visualization. A secondary procedure was performed to fix the small bowel tissue. Histology confirmed the absence of any injury, leading the surgeon to conclude that the patient's symptoms were related to bad diverticulitis, and there were no concerns of other surgical factors.

Manufacturer narrative:
Based on the information provided, the cause of the customer-reported complication cannot be determined, although the customer believes the patient's return to the hospital was due to bad diverticulitis, necessitating a subsequent procedure. Two procedures were performed on the provided initial robotic procedure date. Insufficient information is available for procedure verification; therefore, no da vinci system or instrument logs are available for review. Confirmation of the specific procedure has been requested. A review of the event performed by an intuitive surgical medical safety officer (mso) concluded that the patient in this report underwent a robotic hysterectomy that was uneventful. They returned with symptoms concerning for a potential post operative complication such as a bowel injury possibly related to the initial case. It was later determined the symptoms were actually due to diverticular disease, an issue unrelated to the hysterectomy and unrelated to the original procedure or diagnosis. Based on the information in the summary of events, no intuitive surgical product or instrument contributed to this event.